Manufacturer narrative:
Taper ii. The product associated with this report will not be returned because it was discarded after surgery by the rptr. Based upon the serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Allergan will not receive the product. Therefore, no analysis or testing can be done. Band slippage and pain are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". "The dissection should be the same size as the band even smaller to reduce the possibility of band and/or stomach slippage". Device labeling addresses the reported event of pain: "other adverse event considered related to the lap-band system that occurred in fewer than 1% of subjects included: esophagitis, gastritis, hiatal hernia, pancreatitis, abdominal pain, hernia, incisional infection."

Event description:
Doctor reported that the pt experienced "sharp epigastric pain". Doctor reported a replacement surgery due to an "acute band slippage".